Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure.  There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead.   Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv).  Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices.  Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The exact cause of the ventricular perforations is unknown, but maybe due to procedure factors (perforation by the guidewire) or the factors mentioned above.    The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required. Ref. Related MFR. Report number: 2015691-2019-01568.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure, post deployment of a 26 mm sapien 3 ultra valve, the patient was observed to be hypotensive. An angiographic assessment was performed and a pericardial effusion was confirmed. A pericardiocentesis was performed, however three hours later, the patient had to be taken to the operating room to ¿stop the spilling¿. During surgery two perforations were confirmed, which had led to cardiac tamponade. The first and the greatest of the perforations was in the ventricular position /septal. This perforation was believed to have been caused by the guidewire. The second perforation was to the base of the annulus. The annular perforation was believed to have been caused by a small amount of calcium. Despite attempts to surgically repair the perforations, the patient expired. The patient had moderate valvular calcification and normal tortuosity.